Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h6 the reported event was confirmed by visual inspection of the returned device. The center peg had fractured off and was not returned. Review of the device history records identified no deviations or anomalies during manufacturing. This device has been in the field for approximately 8 years, 8 months and it is unknown how often the device was used. The root cause can be contributed to normal wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the pegs on the patella instrument broke off. This did not affect any surgery.